Event description:
It was reported from (B)(6) that the air pen drive had uncommon loud noises. During in-house engineering evaluation, it was observed that the control valve/unit seized, jammed and was heavy moving. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the planned surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed control/valve unit, seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.